Event description:
The healthcare professional reported that during a left internal maxillary artery (imax) embolization with particles and coils to sacrifice vessel; tortuosity is high, a headway® 21 microcatheter (microvention) is used. The second coil used was a 3mm x 4cm cerepak freeform (xcr120304 / 31131259). The coil advanced through the microcatheter without issue. After three (3) attempts with the handle, a cerepaktm detacher (mdh1 / 102109430) without success, the manual break was attempted as suggested by the instructions for use (IFU) and it was unsuccessful. The coil was removed from the vessel intact. It was reported that a third coil, a 3mm x 6cm cerepak freeform mini (mcr093060 / 31136064) was used and it advanced through the microcatheter without issue. After three (3) unsuccessful attempts with the handle, the manual break was attempted and the coil did detach in the vessel. The coil is being returned because the handle attempts were without success. The handle was not retained for analysis. There was no negative impact to the patient. The reported issues resulted in minimal delay in treatment. On 31-oct-2023, additional information was received from the clinical account specialist. Per the additional information, the second coil, 3mm x 4cm cerepak freeform (xcr120304 / 31131259) was not stretched when it was removed. The same headway 21 microcatheter was used with the third coil, a 3mm x 6cm cerepak freeform mini (mcr093060 / 31136064). The information indicated that the third coil was implanted as it did detach into the vessel via manual break. The third coil was used with the same detachment handle. The lot number of the detachment handle is 102109430.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter email address was not reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00766. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.